Event description:
Was reported that the 840 ventilator had a blank screen. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) cpu pcb. The unit passed extended self-testing.

Manufacturer narrative:
Covidien ref number: (B)(4).